Event description:
It was reported to gems that while the gantry of a millennium vg was being installed, two workers were injured. The installation instructions for lifting the gantry with a crane were not followed. This is the first report of a falling gantry during installation. The team rec'd refresher training on moving and installation procedures.